Event description:
It was reported that during a surgical procedure, the set screws were missing from the extension component of the implantable neurostimulator (ins) system. Set screws were ¿borrowed¿ from another extension set. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37083-20, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).